Manufacturer narrative:
S/w ver. 5.2a retainer ring = black on (B)(6) 2021 the customer reported battery failed alarms. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: scratched case. Did not note any cracks in or around the reservoir tube lip, or in the retainer ring. Furthermore, the retainer ring is solidly attached to the reservoir tube lip. Did not note any cracks in the battery tube or in the battery threads. Device passed displacement, active current measurement, and self tests; it failed sleep current measurement test. Thus software was utilized and uploaded trace/history files properly. No pump error 25 was noted during testing, in the insulin pump history file, in the long trace file, or in the power management graph. The adapt tool reveals that the following related alerts/alarms occurred in high frequency around the event date: 58=failed batt test--10+ alerts on (B)(6)2021. The adapt tool does not list any insulin pump errors which could potentially trigger a critical pump error. The case was cut open. After visual inspection, did not note any signs of previous moisture presence or corrosion inside the battery compartment or on any of the boards, assemblies, and the motor inside the device. After unplugging and then plugging the internal battery from the board and then taking another reading, the sleep current measurement passed. The internal battery then failed the internal battery esr measurement test. After the test it returned a battery failed alarm. In summary, the customer¿s report of battery failed alarms was confirmed. This and the high sleep current measurement are due to a faulty internal battery. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had blank display and failed battery alert. Customer stated that the display was not blank less than 30 seconds and did not return. The customer reported that insert battery alarm did not display on the insulin pump screen after removing the battery. Customer stated that the display did not return after insulin pump restart. No harm requiring medical intervention was reported. The device will be returned for analysis.